Event description:
Customer reported the system wouldn't boot or power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and trained the customer on proper power up procedure. System operates as intended.